Event description:
Patient came into the emergency room complaining of shortness of breath. ICD showed discharge with ventricular tachycardia and v-fib with rate of 240 - 160 per minute. Patient has history of congestive heart failure with severe ischemic cardiomyopathy. In view of the patient's history, this recalled ICD was replaced.